Manufacturer narrative:
(B)(4). It was reported that the device displayed an error code of 01000. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device displayed an error code of 01000. There was no report of pt involvement.